Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of tubing break is confirmed; however, the exact cause is unknown. One photograph of a 20g x 3/4" powerloc max infusion set was returned for evaluation. An initial visual observation of the photograph showed a separated of the tubing from the hub of the sample. Evidence of use was not observed on the sample in the returned photograph. No details of the break site could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that straight from the bag the line can be snaped broken with movement. Chemo had to be held, and patients came to the emergency room to have the tubing replaced and chemo restarted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that straight from the bag the line can be snapped broken with movement. Chemo had to be held, and patients came to the emergency room to have the tubing replaced and chemo restarted. No other information provided, at this time.